Manufacturer narrative:
Conclusion: this problem clearly occurred because of user negligence in using an IV pole that had a "cable tie-down post" and not using the supplied IV pole. The system appeared to have been dropped onto the "cable tie-down post". The post pierced through the metal fan guard and prevented fan from turning. Consequently, without the fan to keep the inside of the unit from overheating, the unit over-heated. Eval: we received the unit on nov 16, 2009. We examined the unit visually and found: some of the internal wiring had been removed and tie-wrapped to the pole clamp handle; a loose component could be heard rattling around within the system; large quantities of blood and saline outside the unit; one of the feet was missing from the bottom of the unit; there was a large hole in one of the fan guards. The screen from the guard was impeding any movement of the fan, the air intake was near totally obstructed by saline and dust; and there were a number of areas that were indicative of impact damage.

Event description:
.